Event description:
The initial reporter received questionable elecsys anti-tg assay results for 2 patient samples tested on the cobas e 411 analyzer (disk system). Sample 1 the initial result was "negative". The repeat result at 1:10 dilution was 173.2 iu/ml. The repeat result at an unknown dilution was 104.0 iu/ml. The repeat result at 1:2 dilution was 109.92 iu/ml. The repeat result at 1:10 dilution was 187.1 iu/ml. The repeat result at an unknown dilution was 101.6 iu/ml. The repeat result at 1:5 dilution was 125.95 iu/ml. Sample 2 the initial result was "negative". The repeat result at 1:2 dilution was 2308 iu/ml. The repeat result at 1:10 dilution was 9300 iu/ml. The repeat result at an unknown dilution was 1268 iu/ml. The repeat result at 1:10 dilution was 8965 iu/ml. The repeat result at 1:5 dilution was 5180 iu/ml. The initial result should have been positive, prompting the rerun. The repeat results with dilutions were consistent with the patient's history. The customer suspects an interferent in the patient sample.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6).